Event description:
Surgical procedure - cranioplasty. Initial surgery was in 2003. Approximately 12 days after surgery, pt complained of feeling sharp edges and developed swelling in frontal area. Two weeks later, product was removed.